Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image due to a faulty patient board set. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 20feb2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed with 180 scopes occurred due to patient board set (ad/dr) failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center is not displaying image at all. The issue occurred during preparation for use for an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.